Manufacturer narrative:
It was further reported that the patient died at home suddenly. The indication for the defibrillator was ventricular fibrillation on coronary spasm and after a recovered sudden cardiac arrest. Cause of death is unknown at this time. Correction made to evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the all conductors were stretched, the outer insulation had a cosmetic depression and there was apparent explant damage. (B)(4): the lead was returned in segments, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression. (B)(4): the device was returned, analyzed and found to have normal battery depletion. Without a lot number or device serial number for the (B)(4), the manufacturing date cannot be determined. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient with an implantable cardiac defibrillator (ICD) died. The ICD was removed and interrogated post mortem. There was an "episode" found on the day of death without an electrogram. Cause of death has been requested and not received.